Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call on 23-sep-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated that she still felt jittery. Customer had stated that she had sent her blood glucose test results to her doctor. The customer stated she had tested that morning and obtained a result of 119 mg/dl and had let the doctor know this as well. Customer was waiting for the doctor to contact her. At 09/29/2020 follow-up call the customer stated that she did not currently have any diabetic symptoms and that the truemetrix go meter was working as designed. No medical intervention since the last call was reported.

Event description:
Consumer reported complaint for e-3 error. At the time of the call the customer reported feeling jittery; medical attention was not needed at the time. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 140 mg/dl using truemetrix go meter. The customer was satisfied with the result obtained. The product is stored according to specification in the living area. The test strip manufacturer's expiration date is 12/31/2021 and open vial date is 09/21/2020.

Manufacturer narrative:
Sections with additional information as of 10-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.